Event description:
On 02/17/1999 following a ptca procedure, an angio-seal device was placed in a patient's right groin.deployment went without difficulty but there was an immediate ozing noted and light manual pressure held for 5 minutes. The tension spring was in place for 36 minutes, and upon removal, bleeding once again started. Manual pressure held for 10 minues and hemostasis achieved. At this point the right pedal pulses were only dopplerable. Patient placed on heparin and integrilin infusion (doses and duration unknown).on 02/17/1999, a cardiovascular consult was obtained and the patient went to surgery for an embolectomy and repair of the right commom femoral artery.as of 03/15/1999 there has been no further report to the manufacture of complication or additional patient sequelae.